Event description:
A 250ml IV bag containing the medication levaquin was set to infuse over one hour using an IV pump. Within 8 minutes, the pump alarmed and all of the fluid had infused. The pump registered 46ml was delivered to the pt. There was no evidence of the fluid leaking from the IV bag, tubing or pt.